Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent up button response due to corroded keypad trace. No button error alarm noted. The device was received with cracked reservoir tube lip.

Event description:
It was reported that the customer had a button error on the insulin pump. Button operation cannot be performed. An operation test and a self test are completed normally. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.